Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant elevated troponin I result is unknown. However, the patient sample is suspected to contain an heterophilic antibody. The same patient sample also gave discordant elevated results for mmb, adding further to the suspicion of patient specific heterophilic antibodies. The account did not perform confirmatory testing and did not provide a sample to siemens healthcare for non-specific binding evaluation. The instructions for use for the cardiac troponin I flex® reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant elevated troponin I (ctni) result was obtained on a patient sample on the dimension rxl max system. The result was questioned within the laboratory. The same sample was retested on an alternate dimension xpand system (same methodology) and an elevated result was also observed. Patient treatment was not altered or prescribed on the basis of the discordant elevated troponin I (ctni) result. There was no report of adverse health consequences as a result of the discordant elevated troponin I (ctni) result.